Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. A visual examination of the returned device revealed that the carrier was broken, and due to this condition, the functional test with suture could not be performed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the most probable cause for the carrier break issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. There is an investigation in place to address the issue of carrier breakage.

Event description:
It was reported to boston scientific corporation that an capio slim device was used during a prolapse repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the carrier only partially extended upon trial outside the patient. Reportedly, the device was not used on the patient. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results: the carrier was broken and due to this condition, the functional test with suture could not be performed. Reportedly, the carrier broke outside the patient.